Event description:
A replacement of an implanted osm ipg occurred on (B)(6) 2026. The device was previously investigated in (B)(6) 2026 after the patient reported problems charging it. Impulse dynamics (ID) field representatives tried force-charging the device but were unsuccessful. However, they were able to bring up the voltage of the ipg enough to where a brief link was able to be established with the ipg, indicating that the ipg was in down mode. At that point, the patient had to leave for another doctor's appointment so the charging could not be continued. The down mode error code that was displayed was ""down_asymetric_pulses". At this point, the patient was going to circle back with their cardiologist about a plan of action. They ultimately decided to have the ipg replaced, which occurred on (B)(6) 2026. The explanted ipg is currently being decontaminated at an approved decontamination facility. It will then be returned to ID USA in marlton, nj for a full evaluation.